Manufacturer narrative:
No device malfunction was reported.

Event description:
It was reported that while transporting a patient on a ambulance cot the ambulance was involved in a rollover accident. It was reported that the patient was seriously injured during the event. It was reported that the cot was damaged during the event however remained in the fastener. This event is being reported due to the patient injuries occurring while being transported on the ambulance cot during the ambulance accident event.